Event description:
The customer reported the front cover of an architect c4000 analyzer failed to latch. There was no injury to personnel reported. The tension in the cover hinge was adjusted to resolve the issue.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer stated the front cover does not stay up, but instead slowly descends. No injuries have been reported due to the front cover not remaining up. The field service engineer (fse) adjusted the retention spring of the cover lid and resolved the issue. The instrument is performing as intended and no further issues have occurred. Tracking and trending identified no adverse trends for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency was identified.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.